Manufacturer narrative:
Upon investigation, the returned device showed a cutter out of orientation. Review of the device history record for this lot did not produce any findings that attribute to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."

Event description:
A physician attempted an arteriotomy closure with a starclose device after a diagnostic procedure. The physician had difficulty attaching the sheath to the starclose clip applier. Upon advancement of the thumb advancer, the sheath was not splitting properly. The physician used a scalpel to initiate the sheath split directly below the hub and the sheath split was completed. Closure was achieved with the starclose device.